Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurements. A save to disc was sent in to boston scientific technical services. Daily shock impedance measurements were reviewed and most daily measurements were between 70-80 ohms. The local boston scientific field representative indicated that no trouble-shooting was performed and that the patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.